Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had inserted three sensors that did not function. The customer inserted a new sensor the day of the call and kept receiving lost sensor alerts. Blood glucose was 250 mg/dl or below. During troubleshoot the alarm history was checked and the customer found a failed self test alarm. The insulin pump would be replaced and returned for analysis.